Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent port placement using powersport clearvue implantable port with attachable 8f. During a port placement the pipe allegedly leaked and the pipe allegedly exhausted and had holes. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port clearvue isp implantable port, one catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. Upon infusion, no leaks were observed throughout the attached catheter. Therefore, the investigation is inconclusive for the reported fluid leak and the material puncture/hole as the distal catheter segment was not returned for evaluation. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent port placement using powersport clearvue implantable port with attachable 8f. During a port placement the pipe allegedly leaked and the pipe allegedly exhausted and had holes. There was no reported patient injury.